Event description:
It was reported that this ambicor penile prosthesis (app) stopped working due to fluid loss; therefore, the device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that this ambicor penile prosthesis (app) stopped working due to fluid loss; therefore, the device was removed and replaced. There were no patient complications reported.